Event description:
Pt ID: (B)(6); on (B)(6) 2006, he received a left total hip arthroplasty for severe avascular necrosis. The components were zimmer large metal-on-metal bearing size 9 m/l taper stem, size 0 head adaptor, size 56 durom acetabular component, size 50 large diameter cocr head. A week prior, he received a right tha on (B)(6) 2006 with a depuy summit stem and a 36mm +8.5 cocr head. Both operations were done free of charge and all components were donated by the MFR due to pt's low income and participation in special fund. In 2012, blood chromium level was 2.0 mcg/l. On (B)(6) 2017, blood cobalt level was 1.7 mcg/l and urine cobalt level was 2.5 mcg/l. He has history of embolic stroke on (B)(6) 2012, and subsequent left hemi paresis. While cobalt is a concern for cardiomyopathy, comorbidities include heart failure and smoking history. FDA safety report ID# (B)(4).